Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was found outside the minicap. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: this occurred on an unspecified quantity of minicaps from a blister pack(previously indicated a quantity of one). Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the samples was provided for evaluation. A visual inspection was made to the photo were it could be evidenced the minicaps were already opened and it was possible to see the sponge out of the minicap.the reported condition was verified. The cause of the condition was determined to be related to a shipping/distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.